Event description:
Customer reported a medical event and experienced dizziness, blurry vision, shakiness and feeling faint. A reading of 66mg/dl was obtained from customer's precision xtra blood glucose meter. A reading of 97 mg/dl was obtained by a health care meter within ten minutes. There is no info documented as to when the tests were conducted. Customer reports that the paramedics were called and he was transported to a local hosp where he was "stabilized" then transferred to another local hosp because he was uninsured. The customer reports being diagnosed and treated for diabetic ketoacidosis yet no treatment regimen is documented. The meter has been received and investigated. Replacement products have been sent to customer.

Manufacturer narrative:
The device was returned and the customer's complaint could not be confirmed through eval. The customer states the event took place in 2007. The meter's reading log shows two separate readings of 191 mg/dl and 264 mg/dl for that date. The customer reported an adc meter result of 66 mg/dl as compared to a result of 97 mg/dl conducted on a health care professional meter. While there was no result of 66 mg/dl in the reading log for the same day, there were two results of 66 mg/dl in the log two days later, which is the date the customer called to report the event. Customer's meter has been replaced.